Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on december 08, 2015 that a flexiva 200 laser fiber was used during a kidney stone lithotripsy performed on (B)(6) 2015. According to the complainant, during the procedure, the laser fiber would not work. It was found that the fiber tip was bent when the physician was repositioning the scope. The case was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.